Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a pocket revision to evacuate blood clots due to pocket hematoma after insertion. This device remains in service. No additional adverse patient effects were reported.